Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the attempted left ventricular (lv) lead would not capture. The physician also felt the lead tines possibly caused a placement issue. The lead was removed and another attempt was to be made at a later date. No patient complications have been reported as a result of this event.